Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right salpingo-oophorectomy, sacrocolpopexy, and anal sphincteroplasty due to fecal incontinence, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, and urinary urgency. It was reported that patient underwent mesh resection on (B)(6) 2012 by dr. (B)(6) and dr. (B)(6) due to infected mesh. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, cystocele and rectocele repair.